Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The patient expired on (B)(6) 2010 as they ceased to breathe. Additional information was unable to be provided by the account as the patient¿s records were not available; however, it was reported that the outcome was not device related. Heartmate ii lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient ceased to breathe and passed away. It was reported the outcome was not device or therapy related. The device was not explanted.